Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had unexpected shutdown. There was patient involvement. There was no harm reported. A getinge field service engineer (fse) evaluated the unit and found fault codes 40 and 42 related to printer and fault code 111, 112, 113. Fse tried to resolve the issue by replacing printer and executive processor board. But still the error exists. The solution is to replace executive processor board again or the coiled cord. There is no further information regarding further repair. Iabp unit has been quarantined. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown. Another unit replaced this iabp. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).